Event description:
It was reported that through radiographic evaluation the implant was observed to be was fractured. The patient is asymptomatic and at this time there are no plans to revise the patient.

Manufacturer narrative:
The device remains implanted and the patient is presently asymptomatic. Since the implant is unavailable for evaluation and the only data available are x-rays, the actual nature of the observation and root cause may not be able to be determined. Should additional information be made available and/or determination of root cause be concluded, this report shall be updated.